Manufacturer narrative:
(B)(4).

Event description:
It was reported the pt's device was in a power on reset condition (por). A manufacturer representative was unable to communicate with the pt's device with either the pt programmer or the physician programmer. It was stated the representative was able to begin the interrogation for ten seconds and was given a por screen, after which the device lost communication. Troubleshooting was suggested, but no pt outcome was reported. Additional information has been requested, a follow-up report will be sent if additional information becomes available.